Event description:
It was reported that on (B)(6) during a 3dimensions procedure the customer reported that gantry was shaking during exposure. A field engineer examined the equipment and it was determined that the bolts on the rotational worm are loose and needed to be replaced. The bolts were replaced an locker applied and system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
3dimensions: gantry shaking during exposure. On (B)(6) 2024, it was reported that the gantry was shaking during exposure. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were not returned for investigation. The vta bolts were on the system for 1,165 days. The vta bolts were not returned for further investigation. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta. System product code: 3dm-sys-std, serial number: (B)(6), manufacture date: 06-10-2021, system installation date: 08-06-2021, unique device identifier (UDI): (B)(4).